Event description:
During a lap sigmoid colon procedure, the device functioned normally for most of the case. While repairing mesentery, generator began displaying an instrument error message. Troubleshooting was ineffective. Problem not corrected. Unable to clear error signal. Switched to electrocautery to complete case without pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the balde, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lock out" later in the procedure. Therefore, the instructional insert states: "scratches on the balde may lead to premature blade failure" and "avoid accidental contact with other instuments during use."